Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of a fenestrated bipolar forceps instrument were misaligned, and after cleaning, a part fell off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken grip at the grip base. A piece approximately 12.99 mm x 4.86 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.